Event description:
It was reported that the rv lead was undersensing and that the lv lead experienced no capture, high threshold, and dislodgement. Both leads were explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed. No anomalies found; full lead returned and analyzed.